Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The light guide connector was broken. There was a crease at the video connector. There was corrosion at the control part and video connector due to leakage. The angulation in the up direction and the gap of the up/down knob was out of standards due to a worn angle wire. Liquid leaked due to deformation of right/left/up/down knobs and perforation of the video cable. The condition of light guide bundle was poor. The adhesive part of bending section cover was broken. There was a crease at the connecting tube. There was pin hole in switch one. The charge-coupled device lens had scratches. The light guide lens had a stain. The air/water port was corroded, and the electrical contact pin had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the gastrointestinal videoscope presented noise on the screen. The intended procedure was completed with an alternate device with no surgical delay. No patient harm reported. During the evaluation of the device, it was noted the foreign material was exiting from the suction port due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of foreign material exiting the suction port due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "1.4 precautions: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. 5.3 precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. 5.5 manually cleaning the endoscope and accessories: brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.